Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, diagnostic imaging confirmed the right ventricular (rv) and atrial leads were dislodged due to twiddler's syndrome. Both leads were repositioned. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2019-09375.